Manufacturer narrative:
Citation: comis et al. Emergency transcatheter aortic valve in sutureless valve replacement for managing cardiogenic shock. Catheter cardiovasc interv. 2025 aug;106(2):1475-1480. Doi: 10.1002/ccd.31717. Epub 2025 jun 23. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 69-year-old male patient who presented with acute congestive heart failure due to aortic biopros thetic valve dysfunction. The patient was placed on intra-aortic balloon pump (iabp) but continued clinical deterioration with signs of cardiogenic shock prompted an emergency transcatheter valve-in-valve implant. In the subsequent procedure, a self-expanding medtronic evolut pro+ valve was successfully deployed inside the previously implanted aortic bioprosthetic valve; however, the stent fr ame was noted as under-expanded which was then fully expanded by balloon dilatation. Final angiography showed good expansion of the transcatheter valve, correct cusp alignment, no paravalvular leak, and preserved coronary blood flow. The patient was weaned off iabp and discharged home five days later. At a 30-day follow-up the patient was in good clinical condition. No further information was provided pertaining to medtronic products.